Event description:
On the way home after a refill, the pt didn't feel right and went to the emergency room. Her blood oxygen saturation was 73%, she felt tired and sleepy and her pupils were pinpoint. The pt went to two different hospitals since the refill and was given narcan to reverse overdose symptoms. The pt had never had any similar symptoms prior to her last refill. The reporter stated the 'pump may be giving her extra bumps.' The pump was used to deliver morphine and bupivacaine. The pt was reported to be at home and in good condition. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.